Event description:
Device worked intermittantly, a loose wire on the end of the instrument fenestrated bipolar forcep could be seen on the monitor.instrument was removed and replaced with another. No harm to the patient.